Event description:
It was reported that the patient with the pacemaker device exhibited an increase in impedance values and threshold values upto 4.5 v. This was noted during a routine follow up and the values were up for quite some time now. This right ventricular (rv) lead was about a little less than 1000 ohms, however within the normal range. There was lead conductor fracture and insulation damage noted. The plan is the have the lead replacement perform soon. This rv lead remains in service. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with the pacemaker device exhibited an increase in impedance values and threshold values upto 4.5 v. This was noted during a routine follow up and the values were up for quite some time now. This right ventricular (rv) lead was about a little less than 1000 ohms, however within the normal range. There was lead conductor fracture and insulation damage noted. The plan is the have the lead replacement perform soon. This rv lead remains in service. No additional patient adverse effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. It was noted that the rv high pacing threshold was not the suspected fracture, but the cardiac perforation. Although the cardiac tamponade had not occurred, the physician was concerned about that the cardiac tamponade might occur by rv lead removal and confirmed that the lead did not penetrate the heart completely by thoracotomy and performed the rv lead and device replacement. No additional patient adverse effects were reported. This lead is not expected to return for analysis due to possible infection. The infection type is unknown, however it occurred prior to use of boston scientific products.

Manufacturer narrative:
Additional info - this report captures the explant of this device and impact on the patient.